Manufacturer narrative:
The reported meter dcmy060-n1340 was returned and investigated with retained test strips. Visual inspection performed on the meter, no physical damaged observed. Control solution testing was performed, and all results were satisfactory. No malfunction or product deficiency was identified. The reported test strips have not been returned. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the reported test strips are returned at a later date, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.1 mmol/l, 8.7 mmol/l and 11.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.1 mmol/l, 8.7 mmol/l and 11.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.